Manufacturer narrative:
(B)(4). Date sent: 10/06/2022. Additional information received: surgery report (please see attached). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Only event year known: 2021 batch # unk/ the lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that the patient had a trans-starr surgery because of rectal prolapse iii. The staples did not close properly, and this led to perianal opening of the enterocele. Procedure: rectum procedure.